Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the name of the procedure? Cardiac bypass surgery. Was there any adverse consequence associated with the patient? No patient consequence. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that the patient underwent a cardiac bypass procedure on (B)(6) 2021 and suture was used. The problem of pulling off suture needle happened during the surgery. Changed another one to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.